Event description:
The nurse (rn) of home pt (hp) spoke with a product surveillance rep (psr) and reported the hp was overfilled with fluid using the homechoice system. The incident was reviewed over the phone with the psr, which revealed hp's cycler was programmed for tidal therapy, fill volume = 2000mls, total ultrafiltration = 0mls, last fill volume = 0 mls. The rn related that the hp ended her tidal therapy prematurely, sometime close to the completion of the therapy. The rn expected the hp to have 2000 mls in her peritoneum along with some ultrafiltration (uf) volume. The hp subsequently performed a manual drain and removed 4000mls of fluid, which is 2000mls more than the hp's programmed fill volume of 2000mls. There was no pt injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B) (4). Add'l 510(k) number: k923065. Baxter requested the device for eval; however, the customer declined to make the device available. The rn does not feel that any cycler failure or malfunction had occurred. Based on a review of all available therapy data, the most probable cause of the overfill was determined to be insufficient drain, caused by the total uf being programmed too low. As a result of this incident, the rn has changed the pt's prescription. The total uf was changed from 0mls to 1200mls. Additionally, the rn has implemented a tidal full drain every 2nd drain.